Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak and air bubble. The customer¿s blood glucose was 142 mg/dl. The customer was assisted with troubleshooting. Customer states the first o-ring was misaligned causing an air bubbles in reservoir. Customer states the leak occurred they were trying to seal the reservoir and there was air bubbles. Customer states the location of the leak was rubber band of plunger. Customer reports leak was at o-rings and past first o-ring. The devices will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir(transfer guard not returned).using a new lab transfer guard; performed pre-fill reservoir test per. Found no air bubbles and no leakage anomaly during analysis. Checked o-rings/stopper groove for defects and no physical or cosmetic damage. Conclusion: no air bubbles and leakage anomaly.. (B)(4).